Manufacturer narrative:
The investigation into the purge leak has been completed. The device was not returned for evaluation. Review of the clinical report did not provide any details about the reported issue. The customer discarded the device. Therefore, the root cause of the purge leak could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 66 year-old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there was a fluid leak from the catheter during patient support. There was no patient harm as a result of the leak. No additional information was provided.